Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received 4 urethral catheters for evaluation. The samples were visually examined and found the eyes appeared to be close to the tip end. The eyes were measured to be 8/32" - 10/32" from the tip end. The lower end of the specification is 12/32" from the tip end; therefore, the eyes are too close. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4)

Event description:
It was reported that the drainage eyes on the catheter are placed too close to the tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage eyes on the catheter are placed too close to the tip.